Manufacturer narrative:
Results, conclusions: restenosis of the dilated artery. (B)(4).

Event description:
An admiral xtreme balloon catheter was used to treat an occlusion in the left sfa. Approximately 12 months later restenosis of the left sfa occurred. Patient was treated with 3 inpact admiral drug-eluting balloons and a non medtronic pta balloon. The outcome was resolved.

Event description:
Investigator assessed the previously reported event of restenosis of the left sfa to be not related to paclitaxel. Cec adjudicated the event to be related to the study device, but not related to the study procedure or paclitaxel.